Event description:
It was reported that during the total pelvicectomy, after about 2 hours, the device became impossible to seal as there was no regrasp alert but seal completion sounded, but no sign of energy being supplied which made the device unusable. The staff cleaned the jaw area every time it got dirty. Another device was properly used with the same generator. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egiaushort, egiaushort endogia ultra univ sht stap (lot#p4l0796); unknown egia su, unknown endo gia sulu (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.